Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. This complaint has been updated from a serious injury to a non-adverse event, based on new information received.

Event description:
A physician was unable to shock a patient in synchronization mode during a trans-esophageal ultrasound. The physician switched to manual mode and shocked the patient successfully. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Device evaluated by MFR: a follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device synchronization function did not work during a trans-esophageal ultrasound. The customer used the manual mode to successfully reanimate the patient. We are considering this event to be a serious injury based on the report that the patient required to be reanimated during the event.